Manufacturer narrative:
The device was returned for evaluation. The device history record reviewed with no abnormalities related to the reported failure. Unit cleaned per protocol. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. The mayfield 2 lock will not rotate in the unlocked position when unit is under pressure. General maintenance and cleaning required. The reported complaint is likely caused by improper handling. The definite root cause cannot be reliably determined. Device identifier # (B)(4). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a3059 mayfield composite series skull clamp rocker arm would not rotate even though the swivel lock was in the unlock position on (B)(6) 2019. The clamp was placed on the male patient while in the prone position with 60 pounds of pressure (psi) applied using the torque screw. The physician said that after putting it on the patient and applying pressure to the pins but before locking the knob, he was not able to rotate the clamp around the head. Additional information received on 25oct2019 indicated that the device was used in a posterior craniotomy procedure for tumor resection. The product problem was discovered prior to the case start, as the patient was being positioned. There was no patient injury reported. There was a 15-minute delay in surgery due to the product problem, with no known adverse consequence caused by the delay. The patient was then positioned differently.